Event description:
The duration of the laser was set to .2s duration time. When the foot switch was pressed, the time changed from .2s to .5s to 1s, displayed a "cop" diagnostic code, and went to standby mode. The "cop" diagnostic code means the software is no longer being executed in the intended sequence, and the sys resets. The up/down duration buttons were not pressed during the event. The laser was taken out of svc and removed to source's facility.